Event description:
The customer reported that the system was restarting itself. The field engineer noted that the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.